Manufacturer narrative:
A device from the same suspect reagent lot 42892un10 was evaluated. Accuracy testing was performed and met acceptance criteria; therefore, the reagent was performing as intended. A lot search did not identify any other related complaints for the suspect reagent lot, although one complaint was opened for a manufacturing issue. The customer stated the analyzer was meeting specifications (no imprecision or hardware issues found), and no other erratic results were generated when the suspect troponin patient result was generated. Additionally, the customer determined likely cause of the issue to be sample related, likely fibrin or particulate matter in sample.

Manufacturer narrative:
(B)(4). No consequences or impact to patient; high test results. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an initial architect troponin-I result of 0.5 ng/ml was generated on (B)(6) 2011 for a male patient in the hospital ICU. The customer repeated testing of the sample within 30 to 40 minutes of the initial elevated result without any centrifugation of the sample and repeat results of 0.112 and 0.113 ng/ml respectively, were generated. The customer stated the analyzer was meeting specifications and there was no other erratic results, quality control or imprecision issues observed. The customer determined the likely cause for the elevated result was sample related, likely fibrin or particulate matter in the sample. The customer sent a corrected report of 0.112 ng/ml which was consistent with the clinical findings and not questioned by the physician. There was no impact to patient management due to the initial elevated troponin-I result.